Event description:
Boston scientific received information from a physician that conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this right ventricular (rv) lead. This lead remains implanted but was already out of service. No adverse patient effects were reported.

Manufacturer narrative:
Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician that conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this right ventricular (rv) lead. Information provided noted that the lead was not replaced at the time of the observation. According to boston scientific medical records, the patient died approximately one year later and no field allegations were reported against this lead at that time.